Event description:
This is the second of three reports on the same event involving different pts. Refer to medwatch 1065835-2011-00007 for a description of the first report and 1065835-2011-00009 for a description of the third report. It was reported by an eye care professional that he has observed more central corneal ulcers in pts that use a daily disposable lens than with other types of lenses across all manufacturing brands. The eye care professional stated that the pts were treated aggressively and did not experience any permanent loss of vision. The events occurred two to three years ago. The eye care professional could not remember the specific manufacturing brand names or the pt names involved. The eye care professional stated that he "feels most of the events occurred from poor hygiene." Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
(B)(4).